Manufacturer narrative:
Additional information received: negative prep was not performed prior to use of the balloon. Confirmation that no device components remained in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation a visual and a tactile inspection was carried out on the returned device: sanguine biological fluid was observed within the balloon chamber. The balloon chamber material was received in a post-inflated profile, (e.g. Not tightly wrapped or winged). A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal end of the catheter. A 0.018¿ compatible guidewire was loaded with ease through the distal tip and navigated out the proximal hub luer lock with ease. During the analysis, negative pressure was applied with a water filled syringe on the inflation lumen luer lock on the y-manifold: the purging test failed, since bubbles emerged in the water column. A 10cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold and a vacuum was pulled. The vacuum could be pulled but not maintained; indicating communication between the inflation lumen and the environment. An attempt to inflate the balloon was done, but it was not possible due to a leakage on the balloon. A pinhole leak was noted in the proximal bond of the balloon chamber. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a pacific plus pta balloon catheter for patient treatment. There was no damage noted to the packaging and no issues when removing from hoop/tray. It is reported IFU was followed and the device was prepped without issue. A balloon burst is reported to have occurred during inflation. All balloon fragments were retrieved. The procedure was successfully competed with another pacific plus balloon of the same model. No patient injury.